Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag hose port was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a damaged hose resulting in a 10lpm leak. There was no report of patient involvement.